Manufacturer narrative:
On november 3, 2021, mentor became aware that the date of surgery is january 3, 2022. Hence, following fields have been updated on this form: fields d6b for explantation date is (B)(6) 2022 field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned." Reason for device explant and/or reoperation: left rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 9, 2022, mentor became aware that the replacement devices used on september 23, 2022 were catalog number smpx325; serial number (B)(6), on the let side, and catalog number smpx325; serial number (B)(6), on the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 21, 2022, the mentor failure analysis lab received the device for evaluation. On october 25, 2022, mentor became aware that replacement devices used on (B)(6) 2022 were catalog number smpx325; serial number (B)(6) on one side, and catalog number smpx325; serial number (B)(6) on the other side. On october 30, 2022, device evaluation was completed. Device evaluation summary, mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 425cc breast implant was found to be ruptured and received in two parts. Additionally, a crease/fold was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (6740459). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 29, 2022, mentor became aware that the surgery has been rescheduled for (B)(6) 2022. Hence, fields d6b for explantation date is (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 29, 2022, mentor became aware that the surgery was been rescheduled to (B)(6) 2022. Hence, fields d6b for explantation date has been updated to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 425cc mentor memorygel breast implant and experienced left side breast implant rupture confirmed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.